Manufacturer narrative:
(B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a guide wire and drill bit passed outside the nail and a helical blade did not pass thru the nail when inserted on (B)(6) 2016 during a trochanteric fixation nail (tfn) to repair a pertrochanteric femur fracture. The surgeon removed the originally inserted short nail, helical blade and distal screw. The final construct included a new long nail, helical blade and distal screw. There was a fifteen (15) minute surgical delay. There was no patient harm. Only one guide wire and one unknown drill bit passed outside of the nail. In the surgeon's opinion, the factors that contributed to the misalignment were traction being applied and a possibly loosened connecting screw. There was no allegation against a screw being loose. Concomitant devices reported: trochanteric fixation nail (part 456.322s, lot 9849852, quantity 1). This is report 1 of 2 for (B)(4).